Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 389.9 mcg/day). The pump's indication for use (IFU) was listed as intractable spasticity, other spasticity, and multiple sclerosis. The doctor just received a phone call from an emergency room (ER) 100 miles away and the ER physician believed the pump was "running away" and overdosing the patient. The change in therapy/symptoms was sudden. On (B)(6) 2015, the patient experienced high temperature and low blood pressure. The hcp believed the symptoms were more likely related to sepsis. The patient was refilled three weeks ago and had been on a stable dose for "quite a while". The hcp was asking if a magnet would stop a pump temporarily. No troubleshooting/diagnostics, actions/interventions, cause of the symptoms, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.